Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. Additionally, the trilogyo2 pm1 kit, exhaust fan assembly, micron filter, motor blower assembly, and stirring fan foam were replaced unrelated to the reportable malfunction. Repair tests, alarm check, battery check, run in tests and cleaning were performed, which confirmed the unit operated properly.